Manufacturer narrative:
The device investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed ad the estimated blood loss was 300 cc's. Patient had no adverse effects and did not require any medical intervention. Sample has not been returned to the manufacturer.